Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched and evaluated the instrument. The fse replaced a defective valve on the beckman coulter au5800 clinical chemistry analyser. Replacement of the part resolved the issue. (B)(4).

Event description:
On the (B)(6) 2017, the customer reported the generation of erroneous total protein, total bilirubin, blood urea nitrogen, uric acid and albumin results on an au5800 clinical chemistry analyser. The erroneous patient results were not released from the laboratory. There was no report in change of patient treatment in connection with this event. Four (4) patients were reported as erroneous. One (1) patient was repeated on an unknown analyser. The customer stated that quality control (qc) was analysed prior to and after the event and all were reported as being within specification.